Event description:
The pulsar-18 peripheral self-expandable stent system was selected for treatment of a mildly calcified lesion (85% stenosis degree) in a moderately tortuous section of the femoral artery. After pre-dilatation, the pulsar-18 stent was attempted for implantation; however, the stent handle could not be depressed during release and the stent failed to release successfully.